Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. It¿s pushing insulin into the vial. Bubbles are coming up into the reservoir. Both were pushing air back in when customer took it off. No harm requiring medical intervention was reported. The pump will not be returned for analysis.